Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical product: smartablate generator (model# unknown serial# unknown) full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Two hours post-procedure, the patient returned to the electrophysiology lab in a hypotensive state. Pericardial effusion was detected. Pericardiocentesis was performed and yielded 50 ml of blood and the blood pressure improved. Patient was transferred to the intensive care unit for observation and recovery. Patient did not require extended hospitalization as a result of the adverse event. Patient has since fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include that the activated clotting time (act) was greater than 400 seconds during the procedure. It was noted that it is unknown when the injury occurred. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with an unspecified needle. A st. Jude medical agilis sheath was used. Generator was set on standard thermocool settings. There is no information regarding specific generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 2 ml/min while mapping, 17 ml/min while ablating at 30 watts or less, and 30 ml/min while ablating at 31 watts or greater. Patient received anticoagulant during the procedure with act generally maintained at greater than 400 seconds during the procedure. It was noted that the act was greater than 350 seconds post-procedure. There is no information regarding spi value or catheter proximity. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.